Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "patient was given groshong PICC catheter for infusion needs, (B)(6) 2023 was placed, (B)(6) 2023 was found broken at home, it was confirmed on radiographs that the catheter break occurred in the patient's body, catheter was free into the lungs, the length of the break in the body was predicted to be 40+cm, it was transferred to the hospital, the whole catheter was removed intact under the dsa, the patient was in good condition."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed, but the exact cause could not be determined from the returned x-ray photo. One x-ray image of a chest cavity with a PICC was returned for evaluation. An initial visual observation showed there is the external portion of a peripherally inserted catheter located over the right antecubital fossa. There is displaced catheter tubing that extends from underneath the clavicle through the heart into the right lower lobe pulmonary artery. There is displaced catheter tubing that extends from underneath the clavicle through the heart into the right lower lobe pulmonary artery. The external portion of the PICC may be located over the antecubital fossa. The catheter length is suggestive that it was broken close to the insertion site, but the proximal fracture site location is over the scapula which make subtle evaluation for the exact location difficult. Because the characteristics of the catheter break could not be observed, the complaint of a break in the catheter is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "patient was given groshong PICC catheter for infusion needs, (B)(6) 2023 was placed, (B)(6) 2023 was found broken at home, it was confirmed on radiographs that the catheter break occurred in the patient's body, catheter was free into the lungs, the length of the break in the body was predicted to be 40+cm, it was transferred to the hospital, the whole catheter was removed intact under the dsa, the patient was in good condition."